Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the surgical task being performed was dissection. The issue did not occur after a system fault. The target tissue was the uterosacral ligament. The jaws were not stuck on tissue when the issue occurred. There was no unexpected tissue removal. The procedure was completed robotically. There were no adverse effects to tissue. There was no excessive bleeding, just what is normally expected during the procedure. There was no injury to the patient. There were no photographic images, and the customer did not know if the instrument was in strong grip mode.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the 8mm force bipolar instrument's jaws would not open. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system showing 2 lives remaining. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. There was no physical damage. The was no problem detected. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.